Manufacturer narrative:
Reason for reoperation is seroma and lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported left side "alcl diagnosed in left implant. Seroma". Pathological markers were not provided. The device remains implanted.